Event description:
Per the clinic, the patient experienced a extrusion of implant. The patient underwent revision surgery on december 13, 2021, to reposition the device. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 18, 2022.